Event description:
Customer reported she was programming a bolus delivery when she accidentally programmed a twenty five unit bolus. She was trying to adjust the delivery for a lower bolus. She received 3.4 units of insulin before hitting suspend. Customer was advised of the voluntary recall regarding the scroll warp issue. Customer was trying to zero out the bolus when it went back up to a max bolus. Customer treated with juice. She was advised to monitor the device closely and speak to her doctor about over infusion. Customer declined having her device replaced. Customer's blood glucose was 155 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)